Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed. Pain, elevated metal ion levels, indigestion, occasional vomiting, deteriorating eye sight and hearing, dizziness, teeth fillings falling out, gait disturbance, declining memory and depressive reaction reported. 2 falls in the 6 week period post implantation. Right knee and shoulder pain reported.